Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements and high pacing thresholds. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. An in-clinic evaluation was recommended. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).